Manufacturer narrative:
A ge service rep performed an onsite investigation. The emergency off switch and related cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot up a usable state. No pt or user injury was reported.